Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was reported that the alarm was occurred shortly after inserting a new battery. The customer was reported that the alarm was recurring during normal pump use. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.